Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no secondary flow during secondary therapy of vancomycin. The assembly was redone with another pump and flow was noted to be correct. No additional information is available.